Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: customer returned (5) loose 3/10cc syringes. Customer states that the shields are difficult to remove, a result of him pulling really hard on shield, some of the needles are bent and some needles and hubs came off into shield. All returned syringes were tested to determine the shield removal forces (specs: shield removal force for 3/10cc after sterilization: 0.85-5.95 lbs.). (B)(6). All removal forces fall within specification. Also, the hub-needle assembly did not separate from the barrel when the shield was removed on any of the returned samples. Also, no bent cannula was observed. A review of the device history record was completed for batch# 8351991. All inspections and challenges were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Investigation conclusion: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure root cause description: root cause cannot be determined at this time as the issue is unconfirmed.

Event description:
It was reported that hub separation occurred with a relion® insulin syringe. The following information was provided by the initial reporter. "Relion consumer stated some of the shields are difficult to remove. As a result of him pulling really hard on shield, some of the needles are bent, so he couldn't use syringe and some needles and hubs came off into shield. Samples available. First time reporting problem with product. Item: 31g, 8mm, 3/10ml. Lot: 8351991. Requested 6mm be sent as replacement."